Manufacturer narrative:
(D10) concomitants: 170-36-93 - biolox delta femoral head 36mm od, -3.5mm: (B)(6). 130-36-52 - nv gxl liner neutral, 36mm ID, group 2 cups: (B)(6). 164-13-12 - nov element ro s/o col sz 12: (B)(6). 180-65-35 - alteon 6.5mm screw, 35mm: (B)(6). 101-45-20 - 4.5mm drill bit 20mm: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, the patient had an initial right tha on (B)(6) 2015. The patient has osteolysis around the acetabular component. The patient's cup was revised to a competitors device. The femoral stem stayed in the patient. There was no reported breakage of a device or surgical delay/prolongation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h4, h6. MDR section codes updated/corrected: c. The most likely underlying cause for the revision reported is prosthesis wear leading to osteolysis and subsequent bone fracture. Meeting one of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) may have been a contributing factor to the liner wear. Prosthesis wear and bone fracture were confirmed from the provided images and radiographs. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, d4, g4, h4, h6. MDR section codes updated/corrected: b, c, d. The most likely underlying cause for the revision reported is prosthesis wear leading to osteolysis and subsequent bone fracture. Meeting one of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) may have been a contributing factor to the liner wear. Prosthesis wear and bone fracture were confirmed from the provided images and radiographs. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.